Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the tubing. The size of the air bubbles was not mentioned. The air bubbles are in the reservoir. Customer did not completed troubleshooting. Customer cannot recall their blood glucose reading. The products will not be returning for analysis.